Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the ins battery was replaced in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0454885v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 15-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The patient reported that can only have the synergy implant because the leads are crushed and will only work with synergy and not the restore implants. It was reported that this was discovered during battery change. The patient reported that the hcp can¿t remove the leads for medical reasons, so they can only use the synergy implant, they tried using the newer, rechargeable implant at the time but were not able to do so. The patient reported that they can¿t move without stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported it was not until the surgeon went in to replace the ins that it was discovered that leads were crushed. No falls or trauma were reported. It was unknown what factors lead to this situation. It was reported that at their last appointment, about a year ago, they were told that the ins battery was a little over 1/4 full and it was starting to skip. Patient turned stimulation off and then lost their programmer. No further complications reported/anticipated.